Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead developed an infection at the lead tip. The system was removed and was planned to be replaced with a leadless implantable pulse generator (ipg). The patient passed away a few days later from renal failure due to antibiotic toxcicity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.